Manufacturer narrative:
(B)(4). Batch # r5ak3h. Video evaluation summary: upon visual inspection of a video, the following was observed: the video shows a device on hands. At the 00:01 mark the user pull the trigger and it was not returned to its actual position. At the 00:03 mark the user returned the trigger. At the 00:04 mark newly the user pull the trigger and it was not returned to its actual position. At the 00:07 mark the user returned the trigger. At the 00:08 mark it observed the guide face with tissue inside of device and there seems to be a staple not formed that protrude of tissue. At the mark 00:10 and 00:15 the drivers and knife are exposed by the user. At the 00:18 mark the user takes the staple and remove it from device. At the 00:27 and 00: 30 to 00:46 mark the knife is exposed and the knife appears to be nicks. At the 00:51 mark the guide face appears to be slightly damaged. Based on the video the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic low anterior resection, air leaked at a leak test. The handle and knife did not return to home position when leaving the handle. The doctor sutured the leak via the trocar and then he could not check the staple failure. Additional suture was performed to complete the case. Bleeding did not occur and the patient is stable. There were no adverse consequences to the patient.